Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software was not resuming insulin deliveries once customer¿s blood glucose (bg) levels started to increase. Customer's bg level ranged between 60-70 mg/dl. No additional information was provided regarding the reported allegation. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.